Event description:
It was reported that, upon opening, the doctor observed the internal cannula did have an opening; another device was used. No patient injury was reported.

Manufacturer narrative:
UDI and 510k are unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the device history records (DHR) showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. The returned sample was received in new conditions without its original packaging. The sample was visually inspected and it was found that cannula is missing holes (fenestration). The root cause was deemed to be a manufacturing error; it is the most probable that the inner cannula which was in scope of this customer complaint was moved into the box with already fenestrated inner cannulas by mistake. The following actions were taken: retraining of the production personnel was conducted by quality engineer in order to reinforce the fenestrated and to reinforce the in-process visual inspection to verify the process.